Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Upon review, it was noted that the impedance trend showed stable but variable impedances ranging from 80-130. Which was believed to be related to their circadian rhythm as impedance are take different times each day. Reprogramming efforts were performed and the plan is continue monitor. Currently, this product remains in service and no adverse patient effects were reported.